Event description:
It was reported that during a shoulder procedure, a 3.2 pin was deformed due to a hard glenoid bone and could not come back though the guide. When forced by power, it became lodged in cannulation. There was a breakage of device, but no fragments, parts, or pieces fell into the wound or the patient. There was a surgical delay reported with no adverse event to the patient. The patient was last known to be in stable condition following the event. The device is available for return. An image of the device was provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h1 - upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.